Manufacturer narrative:
The neurostimulator was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The pt stopped using his implantable neurostimulator. He had difficulty at time recharging the device. Approximately a year later, he was seen in clinic with a suspected battery overdischarge. The pt did not want to try to recharge the device and requested a non-rechargeable stimulator. No physician mode recharge was done. The device was replaced. In the operating room, impedances on electrodes 5 and 6 measured less than 150 ohms, indicating a possible short circuit. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.